Manufacturer narrative:
Further evaluation of the device found the device had been previously repaired by a third-party company. Due to damage of the charge coupled device unit (ccd), image noise was observed. The following additional defects were found by service: a leak was observed due to damage of the instrument channel. The nozzle was deformed. The objective lens was chipped and had a scratch. The adhesive around the objective lens was worn. The rubber adhesive was detached. The connecting tube was discolored and scratched. The image guide protector had a cut. The forceps channel port was shaved. The grip was dirty and had a scratch. The scope cover had a scratch. The suction cylinder, right/left/up/down knobs, and control unit were dirty. The control unit had a scratch. Switch #3 had a cut. The protector on the control section side of the universal cord was shaved, and the universal cord was deformed. The universal cord was buckling. The universal cord and scope connector were scratched. The light guide cover lens had a dent. The control unit was sticky and had discoloration. The scope connector and electrical connector had corrosion. The light guide cover lens was sticky. Due to wear of the angle wires, the bending angulation system did not meet specifications. Switch #1 was damaged and did not work. Due to damage of the electrical connector, the endoscope cable could not be connected securely. The light guide bundle was broken/damaged. The distal end cover was deformed. The light guide lens was chipped. The adhesive around the light guide lens was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the image was unclear. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the inside of the light guide lens was dirty, due to a gap of adhesive. This report is being submitted for the malfunction found by service during the device evaluation [dirty lens/gap of adhesive]. Additional details have been requested regarding the reported event.

Event description:
The customer reported to olympus that the device image was blurry. The reported problem was found during preparation for an unspecified procedure. Upon inspection and testing of the returned device, the forceps elevator has foreign material, and the light guide lens was dirty. This report is being submitted for the events found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due improper reprocessing around the forceps elevator. Additionally, it is likely the light guide (lg) lens chipped during handling the device allowing dirt to ingress lg-lens. The event can be detected by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities.¿ inspection of the endoscope: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿brushing around the forceps elevator and instrument channel outlet¿ ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.